Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation") and abdominal pain ("abdominal pain"). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, weight fluctuation and abdominal pain had not resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, vaginal discharge, perforation (fallopian tube(s)), weight fluctuation were added. Event injury was deleted and device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.